Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 53 alarm noted during testing. However, pump error 53 found in pump history due to software error. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery test alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received failed battery alarm multiple times even after tightened the insulin pump. The customer put insulin in and blood glucose shut up to the 300 mg/dl and after correction it went to 260 mg/dl, current blood glucose is 263 mg/dl. The customer treated high blood glucose with manual injection. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.